Event description:
I had lasek eye surgery. The procedure and long term side effects and recovery were not explained to me. I thought I was getting regular lasik. Instead lasek was performed and my vision has been blurry, and my eyes have been dry and uncomfortable for months. I have had to buy boxes of individual eye drops (tears) since the surgery and still use them daily. My night vision is horrible. I had to take off 3 months of work because I work on a computer and could not see. My short term disability claim was denied due to the lack of evidence the doctor provided. He did not document my follow up visits adequately and would not provide my insurance the information they needed. He fails to admit he did something wrong. He gives me a new date of when my eyes will heal every time I go for a visit. He makes excuses and does not take responsibility for what was done to me. If I want to go see another doctor, they will charge me hundreds of dollars for a second opinion.